Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set would not flush fluid through the tubing. The following information was provided by the initial reporter: unable to flush any fluid through tubing.

Event description:
It was reported that the bd alaris¿ extension set would not flush fluid through the tubing. The following information was provided by the initial reporter: unable to flush any fluid through tubing.

Manufacturer narrative:
H.6. Investigation summary: one sample (model #30914) was returned for investigation. It was reported that they are unable to flush any fluid through the tubing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Fluid was attempted to be flushed through the line. The set was unable to be flushed at all, with an occlusion seeming to be at the top connector of the tubing. The customer complaint can be verified. The set was further examined under magnification where an occlusion can be observed. A quality notification has been sent to the manufacturer, and the sample has been sent for further investigation. The manufacturer was able to confirm the failure. A mapping of the manufacturing process was carried out. According to the investigation performed, the principal root causes are: 1. Lack of set air sweep time in operation 2. It was detected during the assembly of the set that the air sweep time was not enough, which indicates that the set should be left in the air hose or fixture until the new assembly is carried out, ensuring the time of air sweeping. 2. Lack of rest time. It is indicated that a kanban of 50 pieces must be made before testing the flow meter. However, it is necessary to ensure that the first piece in is the first piece out, to have the longest resting time. A device history record review for model 30914 lot number 22049017 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 06apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.